Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was in the 200's mg/dl at the time of incident. Troubleshooting found that the pump had alarms in the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. An rf pic failed alarm was noted during the self test due to a faulty component on the radio frequency board. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.